Manufacturer narrative:
The customer contacted siemens customer care center. A field application specialist (fas) was dispatched to the customer site. The fas collected all the available information, including instrument files for review and investigation. The fas found that the issue was isolated to hcg and all other assays are performing correctly. Siemens headquarters support center (hsc) is reviewing the information collected at the customer site. The cause for the discordant falsely elevated hcg sample results is unknown. Siemens is investigating the issue. MDR 2432235-2020-00004 was filed for another falsely elevated hcg event from the same customer.

Event description:
Two discordant, falsely elevated human chorionic gonadotropin (hcg) results were obtained using immulite 2000 instrument. The initial result was reported to the physician(s) and was questioned. A first repeat result using the same immulite 2000 instrument was also considered discordant. Subsequent repeat results using the same instrument were considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated hcg results.

Manufacturer narrative:
The initial MDR 2432235-2020-00003 was filed on 3-jan-2020. Initial MDR 2247117-2020-00006 was also filed for the same event on 5-feb-2020. Additional information (13-apr-2020): siemens headquarters support center (hsc) reviewed the information provided by the customer. Hsc found this issue to be related to a malfunction with siemens immulite 2000 serial number (B)(6). Service was sent to the customer site to replace the reagent and sample probe arms, to make pipette adjustments and replace the dual resolution diluter (drd) on the affected instrument. The instrument fluid containers were replaced, and a system decontamination was performed. Hsc found that the immulite 2000 hcg assay is sensitive to water quality and the 5ul sample volume with a low count per second (cps) at low dose samples make this assay sensitive to sample pipetting issues. The initial issue was reported as high discordant hcg result. System verification indicates acceptable performance after the service visit. No other issues have been reported by the customer post the service visit and the service actions performed resolved the reported issue. The instrument is performing within specification. No further evaluation of the device is required. MDR 2432235-2020-00004-s1 and MDR 2247117-2020-00006-s1 were filed for the same event.